Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.ethe damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that unacceptable capture threshold was noted. X-ray revealed lead dislodgement. Lead was explanted and replaced when repositioning was unsuccessful.